Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction error. There was no allegation of an adverse event or any patient or user harm.